Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has his bundle stimulation with high left ventricular (lv) lead outputs. It was also reported the implantable pulse generator (ipg) exhibited rapid battery depletion due to high outputs. The system remains in use. No patient complications have been reported as a result of this event.